Event description:
This pump was noted to have a displayed rate which changed while the pump was running. The actual output of the pump was not known. The pump was discontinued without pt consequences. No add'l specific info was able to be received.